Event description:
It was reported that, while on a patient, the device "failed". Additional details regarding the specific malfunction have not been provided at this time. The patient was moved to another device with no patient harm reported.

Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including patient/circuit calibrations, frequency, inspiratory checks, and peak voltage tests and final testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.